Event description:
I went in to see my patient and her tubing was disconnected from the micron filter for her tpn. The filter was full of blood return and the tube wasn¿t connected to the filter anymore. Ref# b1016, lot# 13867908, exp [redacted date].